Event description:
Product issued self test warning consistent with issues being addressed by z-00063-2010. (B) (4).

Manufacturer narrative:
Product has not yet been returned to mfg site. Report filed because it cannot be conclusively stated that reoccurrence would not lead to delay of therapy.